Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has feeding errors and that continuous feeds were documented at 0510 as 264 cc given, infusing at 27cc/hr. The pump was cleated and at 0813, the rn noted continuous feeds infusing at 27cc/hr had infused 143cc. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit has feeding errors and is not feeding accu rately. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.